Manufacturer narrative:
The hospital's biomedical engineer performed troubleshooting with ge technical support. The leak was confirmed to be coming from the vaporizer main manifold bracket. The main manifold was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture unavailable at time of MDR filing.

Event description:
The hospital reported the unit had a leak over 4.5lpm. There was no report of patient involvement.